Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted scratches along the tubes attached to the cassette. These tubes were also crushed in some areas. Pressure testing was also performed and a leak was observed in tube due to the scratches and crushes. The reported condition was verified. The cause of the damage was due to the packing machine (flow wrapper) during the packaging process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a homechoice cassette leaked due to scratches along the tubes attached to the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.